Event description:
The customer reported a cartridge alarm 30 which occurred during the load process, where they did not wait until prompted to remove the used cartridge. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, the customer reloaded the same cartridge and was able to resume insulin delivery after receiving guidance from technical support on the proper procedure.